Event description:
It was reported that following an orbital atherectomy (oa) treatment procedure, during removal, the diamondback 360 orbital atherectomy system could not be pulled through sheath. The device was intentionally cut in order to facilitate removal. The proximal portion of the device was discarded, but the remaining portion of the device has been retained by the facility at this time. The patient had a previously placed graft from the aorta extending to the common femoral artery (cfa). The lesion being treated was a cto in the sfa. The physician used a 6f introducer sheath from a contralateral approach to access the target lesion. Using a 2.0 solid crown, 30 micron oad, the physician successfully completed two runs in the sfa at medium speed as he proceeded down to the distal end of the sfa. Subsequently, he was pulling the device back and attempting to spin in the proximal end of the sfa when he inadvertently spun into the graft. The graft material wrapped around the oad and the device stalled. The physician pulled the device up and over the aortic arch, but was unable to remove the device through the 6f sheath due to all of the material wrapped around it. The 6f sheath was exchanged for a 10f sheath, but the material attached to the device could not be removed through the larger sheath either. A vascular surgeon was consulted and performed a cut-down procedure to remove the device. Additional information has been requested regarding this event, but has not yet been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device analysis: a portion of the device was discarded by the facility; therefore, an analysis of the entire complaint device is not possible. The remaining section of the device is currently retained at the facility. The device history record could not be reviewed as the lot number is unknown. The root cause for the reported event is unknown. (B)(4).

Event description:
It was further reported via the patient's medical record that during the surgical cut-down procedure, the sheath and foreign body were extracted from the external iliac artery. There appeared to be a small dissection of a plaque in the femoral artery. The plaque was at least a moderate stenosis involving the origin of the profunda femoris artery and on the posterior wall of the common femoral artery. The plaque was removed and there was no evidence of any further dissection or significant plaquing. Good back-bleeding was confirmed in the profunda femoris artery and superficial femoral artery and no evidence of significant inflow stenosis. A bovine pericardial patch was sutured to the medial and lateral aspects of the common femoral artery in creation of the reparative anastomosis. The patient tolerated the procedure well and was transferred for recovery in stable condition.